Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 871 mg/dl while wearing the pod between 36 and 48 hours in the abdomen. Symptoms reported include hyperglycemia, sweating, headache, stomachache, and confusion. The patient was treated with IV (intravenous) insulin, then was given water and sugar when the blood sugar went to 34 mg/dl after treatment at the hospital. The patient was released the following day. The pod was worn when seeking medical attention and later discarded. According to the patient they are allergic to insulin and was advised by her doctor to never bolus. Patient receives 100% of her insulin from basal insulin.